Event description:
It was reported that the pump ran out of insulin during the night while the customer was sleeping. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history as the customer was unable to upload the pump for review. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of approximately 800 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿